Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Caller stated that customer was vomiting; unable to bring down the high blood glucose. The blood glucose reading at the time of the event was 480 mg/dl. Hospital treated with IV insulin. The current blood glucose reading is 133 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.